Event description:
This male patient was admitted for stenting of a 72% stenosis in the left internal carotid artery (lica). The target was moderately calcified. The vessel was not tortuous. An angioguard device was successfully deployed. A precise otw nitinol sys, 10x40 stent was deployed without incident. During the procedure, an aspiration thrombectomy catheter was used. The angioguard device was successfully retrieved. After the procedure, the patient experienced hypotension and bradycardia. This was treated with the administration of vasopressor. The patient fully recovered and was discharged in stable condition. According to the physician, there was a possibility that these symptoms were caused by carotid sinus reflex by the stent placement.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to a vasovagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulation a parasympathetic response, i.e. Bradycardia, hypotension, heart block, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device. There are patient factors that contributed to this event.